Manufacturer narrative:
H10: one (1) used empty 500ml, 0.9% nacl injection usp by b/braun, one (1) used equashield spike adapter by equashield, one (1) used list # 142550489, primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch, pe lined tubing, 107 inch; lot # 4739096, and one (1) used luer lock connector by equashield were received for evaluation. The complaint of leakage on the returned used 142550489 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location in costa rica. The device history review for lot 4739096 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The sample has been received for evaluation. The investigation is pending.

Event description:
The event involves a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing that leaked around the in-line filter during an infusion of etoposide. There was patient involvement and loss of drug, but no harm or adverse event was reported.